Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects at air water cylinder and air water tube, c-cover has a burn. Based on the results of the investigation, the most probable root cause of the rubber sheath at the distal end breaking off was damage to the charged-coupled device (ccd) unit. However, the root cause of this malfunction, as well as the newly identified reportable findings, could not be conclusively established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that part of the rubber sheath at the distal end has broken off during an unspecified procedure involving a colonovideoscope. There was no patient injury reported.